Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). Radiology-CT abdomen/pelvis. Indication: acute abdominal pain. CT abdomen: the study demonstrates lung bases to be clear. The heart is within normal limits. The liver and spleen are within normal limits in size with no evidence of any focal abnormality. Prior cholecystectomy. The pancreas and kidneys are within normal limits. Bowel loops are within normal limits in caliber with no evidence of free air or free fluid in the abdomen. The abdominal aorta is normal in caliber without any significant periaortic or retrocaval adenopathy. Conclusion: right adrenal nodule measured 3.2 x 1.7 cm stable right adrenal nodule. CT pelvis: the urinary bladder is well-distended without evidence of intraluminal defect. Prior ventral hernia repair mesh still in place no recurrence of the abscess. There is a recurrent hernia but obstruction no deformity of the urinary bladder. Prior hysterectomy an [sic] prior appendectomy no significant bony abnormalities. Conclusion: recurrent ventral hernia but no obstruction. (B)(6) 2017: (B)(6) . Radiology-CT abdomen/pelvis. Indication: hernia. Findings: lung bases are clear. Diffuse fatty infiltration liver. Otherwise liver, spleen, and pancreas are unremarkable. Status post cholecystectomy. Right adrenal mass which measures 3 x 1.5 cm and does not appear significantly changed. This would be consistent with an adenoma. Kidneys are within normal limits. Evidence of prior anterior abdominal wall hernia repair with suture granulomas seen along the undersurface of the anterior abdominal wall. Surgical mesh in place inferiorly. Scarring seen in the midline at the level the umbilicus with a small fatty hernia seen just above the level the umbilicus. Inferiorly just left of midline there is a recurrent hernia protruding out into the fat of the mons pubis. Multiple small bowel loops protrude into the hernia sac with no evidence of obstruction or strangulation. This does not appear significantly changed from prior exam. No mass or free fluid in the upper abdomen. No significant adenopathy. Lipoma seen within the left abdominal oblique muscle. CT pelvis: no mass or free fluid in pelvis. Small right ovarian cyst. Status post hysterectomy. Impression: recurrent anterior abdominal wall hernia seen inferiorly just left of midline. Hernia sac protrudes into the aft of the mons pubis and involves multiple small bowel oops with no evidence of strangulation or obstruction. Right adrenal mass which is stable and most likely represents adenoma. (B)(6) 2017: (B)(6), facs. History and physical. Reason for admission: symptomatic recurrent incisional hernia. History: complex abdominal wall history who presents for repair of a recurrent symptomatic incisional hernia. Has had 2 cesarean section, one in (B)(6) and in (B)(6) which she had bilateral tubal ligation. Abdominal hysterectomy in (B)(6) and subsequently developed an incisional hernia. Underwent laparoscopic repair of ventral/incisional hernia with gore-tex dualmesh (27 x 20 cm mesh) in 2002. Subsequently developed gallbladder disease and underwent open cholecystectomy in 2003 as well as development of appendicitis undergoing open appendectomy in (B)(6) 2003. Underwent exploratory laparotomy through her old goretex dualmesh, extensive adhesiolysis and left salpingo-oophorectomy on (B)(6) 2006. Unfortunately developed an infected hematoma/abscess requiring percutaneous drainage leading to apparent mesh infection. Underwent laparotomy drainage of abscess, removal of entire infected goretex dualmesh and primary repair of recurrent incisional hernia (B)(6) 2006. Not unexpectedly, developed a recurrent hernia, given her primary repair and underwent repair of incisional hernia with alloderm mesh (8 x 12 cm) on (B)(6) 2007. This also developed recurrence and she underwent repair of incisional hernia with goretex dualmesh (15 x 19 cm mesh) on (B)(6) 2007. She then developed a bulge several years later which has been persistent. She was told by multiple surgeons that this could only be repaired in the event of an emergency and she was quite comfortable with this. However, developed chronic abdominal pain and discomfort. She saw dr. Sonfield in (B)(6) 2013 who recommended observation given minimal symptoms associated with the bulge. Progressively worsening symptoms at the bulge (B)(6) 2015 recommended 50 lbs weight loss and consideration of hernia repair thereafter. She returned to office in (B)(6) 2017 complained of pain at hernia site. She was taking care of her grandson and has pain with lifting the child. CT scan demonstrated lower midline incisional hernia containing multiple loops of small bowel, protruding into a hernia sac which loops anterior to the pelvis. Pat medical history: noninsulin dependent diabetes mellitus type ii diagnosed 2 years ago. Irritable bowel syndrome. Extensive intraabdominal adhesions. Recurrent incision hernias. History of mesh infection. History of tobacco use from (B)(6) , smoking one half pack of cigarettes per day. Abdomen: obese, soft, nondistended. Multiple scars in right upper quadrant, right lower quadrant and vertical midline with tender, unreducible incisional hernia located inferior to the umbilicus, tenderness throughout the hernia felt. Assessment: recurrent symptomatic incisional hernia, unreducible. Patient is at risk of hernia recurrence given her multiple previous hernia operations. Patient voices understanding of this. Has had previous mesh infection and therefore, she is also at risk of mesh infection as well. She voiced understanding of this as well. Risks of surgery specifically discussed with patient, patient who voiced understanding and requests to proceed. (B)(6) 2017: (B)(6) , facs. Discharge summary. Discharge diagnosis: recurrent incarcerated incisional hernia. Extensive intraabdominal adhesions. Displaced intraabdominal mesh. Left abdominal wall subfascial lipoma. Non-insulin-dependent diabetes mellitus, type ii. Asthma. Irritable bowel syndrome. Gastroesophageal reflux disease. Procedures: exploratory laparotomy, repair of incarcerated recurrent incisional hernia with mesh, bilateral rectus component separation, panniculectomy, excision of abdominal wall subfascial soft tissue mass. Reason for admission: complex abdominal history which includes multiple previous abdominal surgeries to include c-sections with bilateral tubal ligation, abdominal hysterectomy, laparoscopic repair of an incisional hernia with gore-tex dual mesh, subsequent open cholecystectomy, open appendectomy, laparotomy with left salpingo-oophorectomy with an infected hematoma requiring laparotomy drainage with abscess removal of old mesh and repair of recurrent incisional hernia, repair of incisional hernia with alloderm mesh, unfortunately with recurrence, undergoing repeat incisional hernia repair with gore-tex dual mesh. She has developed symptomatic recurrence and now presents for repair. Hospital course: taught (B)(6) drain care. May take a sponge bath. Not to lift anything greater than 10 pounds for at least 3 months postoperatively. Wear abdominal binder at all times. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: [missing records: operative report for the hernia repair was not provided.] (B)(6) 2013: (B)(6) pa-c. Office notes. Abdominal pain. Some improvement with diclofenac, continues to have midline discomfort. Completed cipro which was called in given complete blood count of 21k. Has a low-grade temperature; 99.4. Previously had infections in abdomen (peritonitis) subsequent to multiple repairs of herniations. Increased fatigue. Bmi 37.55. Abdominal tenderness, lower. Cat scan of the abdomen, rocephin 1 gram intramuscular, consult surgeon. Follow up in one month. [Missing records: records for the cat scan of the abdomen and complete blood count of ¿21k¿ were not provided.] (B)(6) 2013: (B)(6) associates. (B)(6) md, facs. Office notes. Chronic abdominal pain. Soreness in lower abdomen; reducible hernia at the pfannenstiel incision. Asthma. Does not work; disabled. Weight 211 pounds. Abdomen has multiple hernias, largest of which is just at the left of the lower pfannenstiel incision. Has got a lower midline incision with some swiss cheese hernias. Nothing incarcerated. We will only fix this in an emergent situation. Best bet is for abdominoplasty and hernia repair at the next setting. Is going to wait until gets proper insurance and let me know. (B)(6) 2015: (B)(6) pa-c. Office notes. Left inguinal hernia causing pain, mild nausea, request to see general surgery. Gastroesophageal reflux disease. Bmi 37.52. Medications: metformin. Abdomen: hernia positive; left inguinal. Referral. (B)(6) 2015:[missing records: records of the cat scan showing ¿very wide hernia with attenuation of her abdominal wall¿ was not provided.] (B)(6) 2015: (B)(6) associates. (B)(6) md, facs. Office notes. Evaluation of abdominal incisional hernia. Saw dr. (B)(6) in 2013; at that time, her hernias were asymptomatic. Having increasing problems now with pain. No obstructive symptoms. Previous cat scan demonstrates complex hernia after her bladder extruded up over her symphysis pubis, very wide hernia with attenuation of abdominal wall. Probably needs to have hernia repair with component separation. Weighs 211 pounds. Abdomen mildly distended. Complex hernia in lower abdomen, reducible. Has very little fascial edges, weak area over symphysis pubis which is probably bladder, no evidence of incarceration, no evidence of obstruction. Suggested try to lose 50 pounds before considering surgery as likelihood of recurrence is extremely high. According to our records, had hernia repair done in 2007 in february, september 2007, july 2006, august 2006. Will see back if gets weight down and make further recommendations. (B)(6) 2017: (B)(6) pa. Office notes. Follow up on hernias, discuss meds insurance will cover. Is not taking any medications for diabetes at present. Recently has been lifting grandchild and felt a new strain in abdomen. Pain is isolated to below the umbilicus, worsens with lifting and standing. Weight 210 pounds, bmi 38.41. Abdomen tender inferior to umbilicus, nondistended. CT of abdomen and pelvis. Referral to keith player; reason surgery. Diabetes- start bydureon pen-injector. (B)(6) 2017: (B)(6) associates. (B)(6) md, facs. Office notes. Incisional hernia; presents for worsening pain. Had c-section in 1992 and 1995; tubal ligation with second c-section. Been taking care of grandson and has pain with lifting him. Nausea, no vomiting, history constipation. No tobacco use. Medical history of asthma, reflux. Weight 210 pounds. Abdomen obese. Hernia noted at the inferior most aspect of suprapubic area with mild-to-moderate tenderness, unreducible. Will check CT scan of abdomen and pelvis to delineate pathology. Follow up in two to three weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient codes (1690, 1930) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2002 through (B)(6), 2017 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ smoking - tobacco use from 1992-2010, smoking half pack of cigarettes per day. ¿ obesity - (B)(6) 2009: 210 lbs., bmi 37.2 - (B)(6) 2013: 211 lbs., bmi 37.4 - (B)(6) 2014: 209 lbs., bmi 37 - (B)(6) 2015: bmi 37.52. ¿suggested losing 50 lbs. Before considering surgery.¿ - (B)(6) 2017: 210.7 lbs., bmi 37.3 ¿ diabetes mellitus type ii - (B)(6) 2015: metformin ¿ (B)(6) 2013: abdominal pain. Recurrent ventral hernia but no obstruction. ¿ (B)(6) 2013: chronic abdominal pain; multiple hernias. ¿ (B)(6) 2015: left inguinal hernia causing pain ¿ gastroesophageal reflux disease ¿ (B)(6) 2015: abdominal incisional hernia; increasing pain. ¿ history of mesh infection in 2006 surgical procedures: - 1992: cesarean section - 1995: cesarean section with tubal ligation - (B)(6) 2002: total abdominal hysterectomy - (B)(6) 2002: laparoscopic repair of enormous low midline ventral hernia with a large sheet of duomesh. Implant: gore® dualmesh® plus biomaterial. - (B)(6) 2003: open cholecystectomy - (B)(6) 2003: appendectomy with resection of a portion of the cecum - 7/06: hernia repair - (B)(6) 2006: exploratory laparotomy, drainage of anterior abdominal wall intraabdominal abscess, removal of previous composite mesh, primary closure of low abdominal wall - (B)(6) 2007: ventral herniorrhaphy with alloderm patch - (B)(6) 2007: ventral herniorrhaphy using duomesh gore-tex patch. Implant: gore® dualmesh® plus biomaterial. - (B)(6) 2008: initial revision of implant #3: ventral herniorrhaphy with mesh. - (B)(6) 2008: second revision of implant #3: ventral herniorrhaphy with mesh. - (B)(6) 2009: ventral hernia repair with mesh. [Implants: #4: ventrio and #5: proceed] - (B)(6) 2010: laparoscopic ventral hernia repair with physiomesh - (B)(6) 2017: repair of recurrent incisional hernia with component separation with mesh implant: atrium c-qur mesh. Acticoat flex 3-day silver-impregnated gauze. Implant #1 preoperative complaints: no information provided. Implant #1 procedure: laparoscopic repair of enormous low midline ventral hernia with a large sheet of ¿duomesh¿. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/01457473, 26cm x 34cm x 1mm thick, oval] implant #1 date: (B)(6), 2002 ¿ findings: ¿after inserting ports in the left lateral abdomen and establishment of pneumoperitoneum, an enormous ventral hernia was encountered at the infraumbilical area and a second hernia over the pubic area. After measuring out the edges, the hernia was found to be 26 x 20 cm in size. The largest sheet of duo gore-tex mesh was obtained, cut at this size and fixed with laparoscopic technique from underneath. The hernia sacs were found to contain a large amount of omentum which was released and returned to the abdomen. On completion, all areas were hemostatic. The bladder was swept away from the lower midline defect at the pubic bone in order to positively identify the bladder. It was filled up with saline.¿ ¿ description of hernia being treated: ¿a left midlateral abdominal hasson inserted. After completing a 2.5-cm incision, the abdomen was entered after elevating the fascia upward. After entering the abdomen, pneumoperitoneum was established, under direct visualization, the left upper quadrant 5-french port was inserted as well as 5-french left lower quadrant port. Using the endoshears and grasper, pushing the hernia sacs inward, all the omental contents of both the sacs was reduced and returned to the abdomen. Meticulous hemostasis was established as the adhesions were released. The two large defects measured 20 x 26 cm.¿ ¿ implant size and fixation: ¿a large sheet of duo gore-tex mesh was obtained, cut at the exact distance measured using a spinal needle to identify all borders of both hernia defects. The four tacking sutures were placed. The mesh was then pushed through the abdomen through the hassan [sic], unraveled. The brown side was allowed to stay down. By making stab incisions at all corners, the gore-tex passer was then inserted, suture was grabbed and then pulled out. The mesh was then anchored when these sutures were tied. Using the tacker, the patch was anchored to the underneath surface of the abdomen, stretching it so that the patch completely covered all defects. In order to tack the left side, two additional ports were inserted on the right side. On completion of the repair, the abdomen was hemostatic. The patch was securely in place. All ports removed under visualization to be sure they were hemostatic. The fascia was closed at the site of the hassan [sic] with interrupted 0 vicryl, the subcutaneous tissue closed with 3-0 vicryl, and the skin was closed with 4-0 vicryl in subcuticular fashion, steri-strips and marcaine infiltrated.¿ ¿ no postoperative information provided. Relevant medical information: ¿ (B)(6) 2003: operative report. Open cholecystectomy with cystic duct cholangiogram. Findings: ¿the gallbladder was removed using the opened technique secondary to a recent laparoscopic herniorrhaphy at which a huge 25 cm gore-tex patch was placed to cover a midline defect. Morbidity felt too high to re-enter the patch and also it was felt that adhesions would be too dense to the patch to perform a safe cholecystectomy.¿ - ¿the right upper quadrant was isolated in a sterile field. A right subcostal incision completed 6 to 8 cm in length. The incision was carried through the skin and subcutaneous tissue. The rectus sheath divided followed by the muscle elevating upward with a kelly clamp, followed by dividing the medial side of the external oblique fascia and muscle. The posterior peritoneum elevated. The abdominal cavity entered. The liver was of healthy texture. Dense adhesions to the patch primarily omentum anteriorly. Wet packs inserted as well as a heart shaped deaver and ultimately another heart shape retractor. The adhesions were released from the lower gallbladder. A large stone contained within the lower portion of the gallbladder. The peritoneum of the hepatoduodenal ligament opened fully exposing the lower gallbladder cystic duct, common bile duct junction. The cystic duct was found to be extremely small, it was opened. A cystic duct catheter was inserted. A cholangiogram was obtained after obtaining satisfactory results of the cholangiogram. The cystic duct was tied with 2-0 silk and divided. The artery was next isolated, hemoclipped twice proximally and once distally and divided. The gallbladder removed both from the fundus down and bottom up with care not to violate the liver bed. Once the gallbladder was removed, it was sent as a specimen. The stone was ultimately taken out of the gallbladder for the patient. Meticulous hemostasis established. The right upper quadrant was irrigated clear. A 10 mm jackson-pratt drain was inserted and brought out through a lateral stab incision. After assuring meticulous hemostasis, preparation was made for closure and the posterior rectus sheath and peritoneum closed with #1 vicryl in a running fashion. The anterior rectus sheath and external oblique fascia closed with #1 vicryl in a running fashion. Two separate sutures were used to avoid a long suture line.¿ ¿ (B)(6) 2003: operative report. Appendectomy with resection of a portion of the cecum. - indications: ¿presented to the hospital last night with right lower quadrant abdominal pain. CT scan showed her to have evidence of early acute appendicitis. - findings: ¿the patient's appendix was inflamed. There appeared to be a palpable mass, whether it was a large fecalith or possibly a carcinoid tumor at the base of the appendix is unknown to me at this time, but the specimen was sent to pathology. A portion of the cecum was resected with the appendix.¿ - procedure: ¿due to the fact that the patient had recently had a 20 x 27 cm gore-tex patch placed laparoscopically for a large ventral hernia, it was felt that an open procedure should be performed secondary to the possibility of dense adhesions to the patch. Therefore, a right lower quadrant transverse incision was made over mcburney¿s point and dissection was carried down through the subcutaneous tissues. The fascia was incised. A muscle-splitting procedure was then performed and the peritoneal cavity was entered. Upon entering the peritoneal cavity, the patch was palpable. The patch was not disrupted in any way. At this point, the small bowel was retracted out of harms way with the use of a moistened laparotomy pad. The cecum was identified and it was grasped with a babcock clamp. We followed the cecum until the appendix was identified and it was then grasped with a babcock clamp. The mesoappendix was then serially taken down between hemostats, transected and ligated with 3-0 vicryl ties. When the mesoappendix was completely taken down, examination of the appendix showed it to be inflamed with what appeared to be a mass at the base of the appendix; this could potentially be a large fecalith. The cecum was cleared of all surrounding tissues. An approximately 2 cm. Area of the cecum was then pulled up into the wound. A 55 thick gia was then used to transect the appendix with a portion of the cecum. The specimen was sent to pathology. The staple line was then oversewn with a 3-0 silk in a lembert style. The peritoneal cavity was then copiously irrigated out with several liters of saline. The fascia was then closed in layers with #1 vicryl. The skin and subcutaneous tissues were left open due to some very minimal contamination. A 3-0 nylon was placed and tied long to the patient so that a delayed primary closure can be accomplished in approximately 48 hours.¿ ¿ no operative report for subsequent closure procedure provided. Explant #1 preoperative complaints: no information provided. Explant #1 procedure: exploratory laparotomy, drainage of anterior abdominal wall intraabdominal abscess, removal of previous composite mesh, primary closure of low abdominal wall. Explant #1 date: (B)(6), 2006 ¿ procedure: ¿the previous two pigtail drains were cut off. The midline incision reopened. Care was taken to avoid removing the drains until they could be followed to find out which areas were connected with the abscesses. The right catheter was above the previous patch. The left catheter was below the patch. After entering the abdomen above the upper limit of the patch 4 or 5 cm above the umbilicus it was removed from the abdominal wall with the staples. The abscess beneath the fascia was cultured for c&s, aerobic and anaerobic. After removing the entire patch, with care taken not to violate any of the underlying bowel, hemostasis was established with the cautery. A nasogastric tube was positioned in the stomach. The wound was irrigated. A jackson pratt drain was inserted and brought out through a left lateral stab incision. The fascia was then closed with a running 2-0 vicryl. Subcutaneous tissue was irrigated. All of the previous percutaneous pigtail drains removed. The jackson pratt was sutured to the site with 2-0 silk. The subcutaneous tissue was then packed with kerlix saline gauze.¿ ¿ (B)(6) 2006: pathology report was not provided. Relevant medical information: ¿ (B)(6) 2007: implant #2: ventral herniorrhaphy with alloderm, 8cm by 12cm patch. - findings: ¿an 8 cm fascial defect, just to the left of the midline, with a large hernia sac. After identifying the edges, particularly the rectus muscle, which had retracted laterally, the hernia sac was resected. The defect was repaired with an 8 cm by 12 cm large piece of alloderm.¿ - procedure: ¿a transverse incision was completed, directly over the hernia defect, approximately 10 cm in length. This was carried through skin and subcutaneous tissue, down to the hernia sac. The hernia sac was then elevated upward and traced back to the fascial edge. The lateral fascial edges was [sic] retracted. After entering the sac, it was then resected. Bowel and abdominal contents were pushed downward with a saline-soaked lap sponge. After releasing all structures from beneath the fascia for distance of 2-3 inches, 8 cm by 12 cm alloderm patch, which had been soaked in water, was then placed in the defect. The alloderm was sutured in place with #1 prolene in a running fashion, along with alternating horizontal mattress sutures of #1 vicryl. Once the patch was in place, instrument, needle and sponge counts were correct. There was no bleeding, and preparations were made for closure. The subcutaneous tissue was closed with 0 vicryl in a running fashion. The subcutaneous tissue was closed with 2-0 vicryl in a running fashion and skin closed with 3-0 vicryl in a running subcuticular fashion. Additional clips were added for skin support.¿ - (B)(6) 2007: pathology report. Microscopic: ventral hernia sac: fibrotic fibroconnective tissue membrane compatible with hernia sac; adjacent lobulated adipose tissue demonstrating focal fat necrosis. Implant #3 preoperative complaints: no information provided. Implant #3 procedure: ventral herniorrhaphy using ¿duomesh gore-tex patch¿ (15 cm x 19 cm) [implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04630185, 15cm x 19cm x 1mm thick, oval] implant #3 date: (B)(6), 2007 ¿ findings: ¿a 15 x 15 cm low midline fascial defect, either secondary to recurrent hernia or thinning of the alloderm mesh. After identifying all fascial edges, a duo gore-tex patch was inserted and sutured in place with interrupted 0-0 gore-tex horizontal mattress sutures. There were no inadvertent enterotomies.¿ ¿ description of hernia being treated: ¿previous transverse incision developed directly over the hernia sac. The hernia was identified. The fascial edges circumferentially isolated. The sac was then opened. The adhesions to the anterior abdominal wall, which included omentum and bowel, were then released. There were no inadvertent enterotomies. Bleeding was tied with 2-0 vicryl.¿ ¿ implant size and fixation: ¿after calibrating the size of the defect, a 15 cm x 19 cm oval dual mesh gore-tex patch was sutured in place with interrupted horizontal mattress sutures of 0-0 gore-tex. After securely placing the patch, hemostasis was established in the subcutaneous tissue with cautery. The site irrigated and the closed with a running 0-0 vicryl and the skin clipper.¿ ¿ (B)(6) 2007: pathology. ¿microscopic: hernia sac, hernia repair. Fibromembraneous tissue, clinically hernia sac.¿ relevant medical information: ¿ (B)(6) 2008: initial revision of implant #3: ventral herniorrhaphy with mesh. - procedure: ¿a transverse skin incision was made through a scar in the left lower quadrant of the abdomen from midline to the flank and carried down through the subcutaneous. The hernia sac was identified. It was opened and dissected free of the subcutaneous. The adhesions inside were taken down. The sac was excised. The dissection was carried back to good fascia superiorly, inferiorly and laterally. Medially was the old mesh that had been sutured in place prior and this easily reattached to the fascial defect with interrupted 0 ethibond. This gave what appeared to be a very good closure. I did not see any other hernias. A 15 round j-vac drain was left in the area of dissection and brought out through a stab wound laterally and sutured in place with 2-0 silk. The wound was irrigated with antibiotic solution. Subcutaneous was closed with running 3-0 vicryl. Skin was closed metal staples.¿ ¿ (B)(6) 2008: second revision of implant #3: ventral herniorrhaphy with mesh. - procedure: ¿skin incision made in the midline of the abdomen just suprapubically, carried down to through the fascia and the hernia sac. Hernia sac was dissected free of the fascia and excised. The intra-abdominal contents were cleared off the fascia from underneath, and then the fascia was cleared anteriorly. This left about a defect of 3 cm. The previously placed mesh that had torn away was pulled back down and easily covered this area without any tension. Through-and-through mattress sutures were taken all around this area with 0 ethilon. This covered the area well. The defect was then closed transversely without any tension with 0 ehtibond. Subcutaneous was closed with running 3-0 vicryl. Skin was closed metal skin staples.¿ explant of #3 [gore® dualmesh® plus biomaterial], and implant #4 [ventrio] and #5 [proceed] preoperative complaints: no information provided. Explant of #3 [gore® dualmesh® plus biomaterial], and implant #4 [ventrio] and #5 [proceed] procedure: ventral hernia repair with mesh. [Implants: ventrio and proceed] explant of #3 [gore® dualmesh® plus biomaterial], and implant #4 [ventrio] and #5 [proceed] date: (B)(6), 2009 (hospitalization dates unknown) ¿ procedure: ¿a skin incision was made from below the umbilicus down to the symphysis and carried down through the subcu [subcutaneous tissue] to the mesh. The mesh was exposed to the left side suprapubically, where a fascial defect was encountered, where the mesh had pulled away from the fascia. Dissection was continued superiorly, where another hole was found just below the umbilicus, and a third one above the umbilicus. The lower one was about 3 cm, the middle one about 4 cm, and the upper one about 2 cm in size. These were freed up of the subcu [sic] anteriorly, and posteriorly the fascia was freed off of the intestinal contents and adhesions. The 2 upper ones were closed as 1, with a mesh that was 15 x 12 cm, and sutured around its sides with multiple sutures of mattress interrupted 0 ethibond. These were then closed transversely with 0 ethibond. The area was then irrigated with antibiotic solution. The fascial defect suprapubically was closed with fascia with straps and sutured around its edges with 0 ethibond, and the straps sutured to the fascia anteriorly, and then closed transversely with 0 ethibond. A 15 round j-vac drain was left in the subcu [sic] and brought out through a stab wound in the left lower quadrant. The subcu [sic] was then closed with running 2-0 vicryl and the skin was closed with metal skin staples.¿ ¿ (B)(6) 2009: pathology report was not provided. Relevant medical information: ¿ (B)(6) 2010: implant #6 [physiomesh]: laparoscopic ventral hernia repair with mesh. Procedure in detail: ¿the patient had multiple previous hernia repairs using mesh and she has had recurrence one in the umbilicus and one suprapubically. Skin incision made laterally in the right side of the abdomen near the flank and carried down into the peritoneum. Stay sutures were placed on either side of the fascia and a hassan 10 mm trocar was inserted and the abdomen was insufflated with co2 pressure below 15 mmhg. Two 5-mm trocars were then inserted, also 1 in the right upper and 1 in the right lower quadrant. The patient had extensive adhesions to the anterior abdominal wall between omentum and also some small bowel. There was small bowel stuck into the hernia sac. Care was taken to avoid injury to the bowel. With all the adhesions taken down, the defects were measured on the abdominal wall and it was decided to cover them all in 1 piece since they were relatively close together. The upper 1 was at least 4 cm and the lower about the same. A 20 x 25 cm physiomesh was passed into the abdomen after putting stay sutures in 4 corners. Stay sutures then brought out through stab wounds to the skin and tied. The mesh was intact all around with the origin tacker spacing these about a centimeter apart. This mesh completely covered all the hernias and overlapped by several centimeters at least 3 to 4. Conclusion: implant #1 gore® dualmesh® plus biomaterial, 1dlmcp08/01457473 it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01457473. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient codes (1690, 1930) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2002 through (B)(6), 2017 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ smoking. - tobacco use from 1992-2010, smoking half pack of cigarettes per day. ¿ obesity. - 4(B)(6) 2009: 210 lbs., bmi 37.2 . - (B)(6) 2013: 211 lbs., bmi 37.4. - (B)(6) 2014: 209 lbs., bmi 37. - (B)(6) 2015: bmi 37.52. ¿suggested losing 50 lbs. Before considering surgery.¿ - (B)(6) 2017: 210.7 lbs., bmi 37.3. ¿ diabetes mellitus type ii. - 3/16/15: metformin. ¿ (B)(6) 20: abdominal pain. Recurrent ventral hernia but no obstruction. ¿ (B)(6) 2013: chronic abdominal pain; multiple hernias. ¿ (B)(6) 2015: left inguinal hernia causing pain. ¿ gastroesophageal reflux disease. ¿ (B)(6) 2015: abdominal incisional hernia; increasing pain. ¿ history of mesh infection in 2006. Surgical procedures: - 1992: cesarean section. - 1995: cesarean section with tubal ligation. - (B)(6) 2002: total abdominal hysterectomy. - (B)(6) 2002: laparoscopic repair of enormous low midline ventral hernia with a large sheet of duomesh. Implant: gore® dualmesh® plus biomaterial. - (B)(6) 2003: open cholecystectomy. - (B)(6) 2003: appendectomy with resection of a portion of the cecum. - (B)(6) 2006: hernia repair. - (B)(6) 2006: exploratory laparotomy, drainage of anterior abdominal wall intraabdominal abscess, removal of previous composite mesh, primary closure of low abdominal wall - (B)(6) 2007: ventral herniorrhaphy with alloderm patch. - (B)(6) 2007: ventral herniorrhaphy using duomesh gore-tex patch. Implant: gore® dualmesh® plus biomaterial. - (B)(6) 2008: initial revision of implant #3: ventral herniorrhaphy with mesh. - (B)(6) 2008: second revision of implant #3: ventral herniorrhaphy with mesh. - (B)(6) 2009: ventral hernia repair with mesh. [Implants: #4: ventrio and #5: proceed] - (B)(6) 2010: laparoscopic ventral hernia repair with physiomesh . - (B)(6) 2017: repair of recurrent incisional hernia with component separation with mesh implant: atrium c-qur mesh. Acticoat flex 3-day silver-impregnated gauze. Implant #1 preoperative complaints: no information provided. Implant #1 procedure: laparoscopic repair of enormous low midline ventral hernia with a large sheet of ¿duomesh¿. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/01457473, 26cm x 34cm x 1mm thick, oval] implant #1 date: (B)(6), 2002. ¿ findings: ¿after inserting ports in the left lateral abdomen and establishment of pneumoperitoneum, an enormous ventral hernia was encountered at the infraumbilical area and a second hernia over the pubic area. After measuring out the edges, the hernia was found to be 26 x 20 cm in size. The largest sheet of duo gore-tex mesh was obtained, cut at this size and fixed with laparoscopic technique from underneath. The hernia sacs were found to contain a large amount of omentum which was released and returned to the abdomen. On completion, all areas were hemostatic. The bladder was swept away from the lower midline defect at the pubic bone in order to positively identify the bladder. It was filled up with saline.¿ ¿ description of hernia being treated: ¿a left midlateral abdominal hasson inserted. After completing a 2.5-cm incision, the abdomen was entered after elevating the fascia upward. After entering the abdomen, pneumoperitoneum was established, under direct visualization, the left upper quadrant 5-french port was inserted as well as 5-french left lower quadrant port. Using the endoshears and grasper, pushing the hernia sacs inward, all the omental contents of both the sacs was reduced and returned to the abdomen. Meticulous hemostasis was established as the adhesions were released. The two large defects measured 20 x 26 cm.¿ ¿ implant size and fixation: ¿a large sheet of duo gore-tex mesh was obtained, cut at the exact distance measured using a spinal needle to identify all borders of both hernia defects. The four tacking sutures were placed. The mesh was then pushed through the abdomen through the hassan [sic], unraveled. The brown side was allowed to stay down. By making stab incisions at all corners, the gore-tex passer was then inserted, suture was grabbed and then pulled out. The mesh was then anchored when these sutures were tied. Using the tacker, the patch was anchored to the underneath surface of the abdomen, stretching it so that the patch completely covered all defects. In order to tack the left side, two additional ports were inserted on the right side. On completion of the repair, the abdomen was hemostatic. The patch was securely in place. All ports removed under visualization to be sure they were hemostatic. The fascia was closed at the site of the hassan [sic] with interrupted 0 vicryl, the subcutaneous tissue closed with 3-0 vicryl, and the skin was closed with 4-0 vicryl in subcuticular fashion, steri-strips and marcaine infiltrated.¿ ¿ no postoperative information provided. Relevant medical information: ¿ (B)(6) 2003: operative report. Open cholecystectomy with cystic duct cholangiogram. Findings: ¿the gallbladder was removed using the opened technique secondary to a recent laparoscopic herniorrhaphy at which a huge 25 cm gore-tex patch was placed to cover a midline defect. Morbidity felt too high to re-enter the patch and also it was felt that adhesions would be too dense to the patch to perform a safe cholecystectomy.¿ - ¿the right upper quadrant was isolated in a sterile field. A right subcostal incision completed 6 to 8 cm in length. The incision was carried through the skin and subcutaneous tissue. The rectus sheath divided followed by the muscle elevating upward with a kelly clamp, followed by dividing the medial side of the external oblique fascia and muscle. The posterior peritoneum elevated. The abdominal cavity entered. The liver was of healthy texture. Dense adhesions to the patch primarily omentum anteriorly. Wet packs inserted as well as a heart shaped deaver and ultimately another heart shape retractor. The adhesions were released from the lower gallbladder. A large stone contained within the lower portion of the gallbladder. The peritoneum of the hepatoduodenal ligament opened fully exposing the lower gallbladder cystic duct, common bile duct junction. The cystic duct was found to be extremely small, it was opened. A cystic duct catheter was inserted. A cholangiogram was obtained after obtaining satisfactory results of the cholangiogram. The cystic duct was tied with 2-0 silk and divided. The artery was next isolated, hemoclipped twice proximally and once distally and divided. The gallbladder removed both from the fundus down and bottom up with care not to violate the liver bed. Once the gallbladder was removed, it was sent as a specimen. The stone was ultimately taken out of the gallbladder for the patient. Meticulous hemostasis established. The right upper quadrant was irrigated clear. A 10 mm jackson-pratt drain was inserted and brought out through a lateral stab incision. After assuring meticulous hemostasis, preparation was made for closure and the posterior rectus sheath and peritoneum closed with #1 vicryl in a running fashion. The anterior rectus sheath and external oblique fascia closed with #1 vicryl in a running fashion. Two separate sutures were used to avoid a long suture line.¿ ¿ (B)(6) 2003: operative report. Appendectomy with resection of a portion of the cecum. - indications: ¿presented to the hospital last night with right lower quadrant abdominal pain. CT scan showed her to have evidence of early acute appendicitis. - findings: ¿the patient's appendix was inflamed. There appeared to be a palpable mass, whether it was a large fecalith or possibly a carcinoid tumor at the base of the appendix is unknown to me at this time, but the specimen was sent to pathology. A portion of the cecum was resected with the appendix.¿ - procedure: ¿due to the fact that the patient had recently had a 20 x 27 cm gore-tex patch placed laparoscopically for a large ventral hernia, it was felt that an open procedure should be performed secondary to the possibility of dense adhesions to the patch. Therefore, a right lower quadrant transverse incision was made over mcburney¿s point and dissection was carried down through the subcutaneous tissues. The fascia was incised. A muscle-splitting procedure was then performed and the peritoneal cavity was entered. Upon entering the peritoneal cavity, the patch was palpable. The patch was not disrupted in any way. At this point, the small bowel was retracted out of harms way with the use of a moistened laparotomy pad. The cecum was identified and it was grasped with a babcock clamp. We followed the cecum until the appendix was identified and it was then grasped with a babcock clamp. The mesoappendix was then serially taken down between hemostats, transected and ligated with 3-0 vicryl ties. When the mesoappendix was completely taken down, examination of the appendix showed it to be inflamed with what appeared to be a mass at the base of the appendix; this could potentially be a large fecalith. The cecum was cleared of all surrounding tissues. An approximately 2 cm. Area of the cecum was then pulled up into the wound. A 55 thick gia was then used to transect the appendix with a portion of the cecum. The specimen was sent to pathology. The staple line was then oversewn with a 3-0 silk in a lembert style. The peritoneal cavity was then copiously irrigated out with several liters of saline. The fascia was then closed in layers with #1 vicryl. The skin and subcutaneous tissues were left open due to some very minimal contamination. A 3-0 nylon was placed and tied long to the patient so that a delayed primary closure can be accomplished in approximately 48 hours.¿ ¿ no operative report for subsequent closure procedure provided. Explant #1 preoperative complaints: no information provided. Explant #1 procedure: exploratory laparotomy, drainage of anterior abdominal wall intraabdominal abscess, removal of previous composite mesh, primary closure of low abdominal wall. Explant #1 date: (B)(6), 2006. ¿ procedure: ¿the previous two pigtail drains were cut off. The midline incision reopened. Care was taken to avoid removing the drains until they could be followed to find out which areas were connected with the abscesses. The right catheter was above the previous patch. The left catheter was below the patch. After entering the abdomen above the upper limit of the patch 4 or 5 cm above the umbilicus it was removed from the abdominal wall with the staples. The abscess beneath the fascia was cultured for c&s, aerobic and anaerobic. After removing the entire patch, with care taken not to violate any of the underlying bowel, hemostasis was established with the cautery. A nasogastric tube was positioned in the stomach. The wound was irrigated. A jackson pratt drain was inserted and brought out through a left lateral stab incision. The fascia was then closed with a running 2-0 vicryl. Subcutaneous tissue was irrigated. All of the previous percutaneous pigtail drains removed. The jackson pratt was sutured to the site with 2-0 silk. The subcutaneous tissue was then packed with kerlix saline gauze.¿ ¿ (B)(6) 2006: pathology report was not provided. Relevant medical information: ¿ (B)(6) 2007: implant #2: ventral herniorrhaphy with alloderm, 8cm by 12cm patch. - findings: ¿an 8 cm fascial defect, just to the left of the midline, with a large hernia sac. After identifying the edges, particularly the rectus muscle, which had retracted laterally, the hernia sac was resected. The defect was repaired with an 8 cm by 12 cm large piece of alloderm.¿ - procedure: ¿a transverse incision was completed, directly over the hernia defect, approximately 10 cm in length. This was carried through skin and subcutaneous tissue, down to the hernia sac. The hernia sac was then elevated upward and traced back to the fascial edge. The lateral fascial edges was [sic] retracted. After entering the sac, it was then resected. Bowel and abdominal contents were pushed downward with a saline-soaked lap sponge. After releasing all structures from beneath the fascia for distance of 2-3 inches, 8 cm by 12 cm alloderm patch, which had been soaked in water, was then placed in the defect. The alloderm was sutured in place with #1 prolene in a running fashion, along with alternating horizontal mattress sutures of #1 vicryl. Once the patch was in place, instrument, needle and sponge counts were correct. There was no bleeding, and preparations were made for closure. The subcutaneous tissue was closed with 0 vicryl in a running fashion. The subcutaneous tissue was closed with 2-0 vicryl in a running fashion and skin closed with 3-0 vicryl in a running subcuticular fashion. Additional clips were added for skin support.¿ - (B)(6) 2007: pathology report. Microscopic: ventral hernia sac: fibrotic fibroconnective tissue membrane compatible with hernia sac; adjacent lobulated adipose tissue demonstrating focal fat necrosis. Implant #3 preoperative complaints: no information provided. Implant #3 procedure: ventral herniorrhaphy using ¿duomesh gore-tex patch¿ (15 cm x 19 cm) [implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04630185, 15cm x 19cm x 1mm thick, oval] implant #3 date: (B)(6), 2007. ¿ findings: ¿a 15 x 15 cm low midline fascial defect, either secondary to recurrent hernia or thinning of the alloderm mesh. After identifying all fascial edges, a duo gore-tex patch was inserted and sutured in place with interrupted 0-0 gore-tex horizontal mattress sutures. There were no inadvertent enterotomies.¿ ¿ description of hernia being treated: ¿previous transverse incision developed directly over the hernia sac. The hernia was identified. The fascial edges circumferentially isolated. The sac was then opened. The adhesions to the anterior abdominal wall, which included omentum and bowel, were then released. There were no inadvertent enterotomies. Bleeding was tied with 2-0 vicryl.¿ ¿ implant size and fixation: ¿after calibrating the size of the defect, a 15 cm x 19 cm oval dual mesh gore-tex patch was sutured in place with interrupted horizontal mattress sutures of 0-0 gore-tex. After securely placing the patch, hemostasis was established in the subcutaneous tissue with cautery. The site irrigated and the closed with a running 0-0 vicryl and the skin clipper.¿ ¿ (B)(6) 2007: pathology. ¿microscopic: hernia sac, hernia repair. Fibromembraneous tissue, clinically hernia sac.¿ relevant medical information: ¿ (B)(6) 2008: initial revision of implant #3: ventral herniorrhaphy with mesh. - procedure: ¿a transverse skin incision was made through a scar in the left lower quadrant of the abdomen from midline to the flank and carried down through the subcutaneous. The hernia sac was identified. It was opened and dissected free of the subcutaneous. The adhesions inside were taken down. The sac was excised. The dissection was carried back to good fascia superiorly, inferiorly and laterally. Medially was the old mesh that had been sutured in place prior and this easily reattached to the fascial defect with interrupted 0 ethibond. This gave what appeared to be a very good closure. I did not see any other hernias. A 15 round j-vac drain was left in the area of dissection and brought out through a stab wound laterally and sutured in place with 2-0 silk. The wound was irrigated with antibiotic solution. Subcutaneous was closed with running 3-0 vicryl. Skin was closed metal staples.¿ ¿ 6/4/08: second revision of implant #3: ventral herniorrhaphy with mesh. - procedure: ¿skin incision made in the midline of the abdomen just suprapubically, carried down to through the fascia and the hernia sac. Hernia sac was dissected free of the fascia and excised. The intra-abdominal contents were cleared off the fascia from underneath, and then the fascia was cleared anteriorly. This left about a defect of 3 cm. The previously placed mesh that had torn away was pulled back down and easily covered this area without any tension. Through-and-through mattress sutures were taken all around this area with 0 ethilon. This covered the area well. The defect was then closed transversely without any tension with 0 ehtibond. Subcutaneous was closed with running 3-0 vicryl. Skin was closed metal skin staples.¿ explant of #3 [gore® dualmesh® plus biomaterial], and implant #4 [ventrio] and #5 [proceed] preoperative complaints: no information provided. Explant of #3 [gore® dualmesh® plus biomaterial], and implant #4 [ventrio] and #5 [proceed] procedure: ventral hernia repair with mesh. [Implants: ventrio and proceed] explant of #3 [gore® dualmesh® plus biomaterial], and implant #4 [ventrio] and #5 [proceed] date: (B)(6), 2009 (hospitalization dates unknown) ¿ procedure: ¿a skin incision was made from below the umbilicus down to the symphysis and carried down through the subcu [subcutaneous tissue] to the mesh. The mesh was exposed to the left side suprapubically, where a fascial defect was encountered, where the mesh had pulled away from the fascia. Dissection was continued superiorly, where another hole was found just below the umbilicus, and a third one above the umbilicus. The lower one was about 3 cm, the middle one about 4 cm, and the upper one about 2 cm in size. These were freed up of the subcu [sic] anteriorly, and posteriorly the fascia was freed off of the intestinal contents and adhesions. The 2 upper ones were closed as 1, with a mesh that was 15 x 12 cm, and sutured around its sides with multiple sutures of mattress interrupted 0 ethibond. These were then closed transversely with 0 ethibond. The area was then irrigated with antibiotic solution. The fascial defect suprapubically was closed with fascia with straps and sutured around its edges with 0 ethibond, and the straps sutured to the fascia anteriorly, and then closed transversely with 0 ethibond. A 15 round j-vac drain was left in the subcu [sic] and brought out through a stab wound in the left lower quadrant. The subcu [sic] was then closed with running 2-0 vicryl and the skin was closed with metal skin staples.¿ ¿ 4/23/09: pathology report was not provided. Relevant medical information: ¿ (B)(6) 2010: implant #6 [physiomesh]: laparoscopic ventral hernia repair with mesh. Procedure in detail: ¿the patient had multiple previous hernia repairs using mesh and she has had recurrence one in the umbilicus and one suprapubically. Skin incision made laterally in the right side of the abdomen near the flank and carried down into the peritoneum. Stay sutures were placed on either side of the fascia and a hassan 10 mm trocar was inserted and the abdomen was insufflated with co2 pressure below 15 mmhg. Two 5-mm trocars were then inserted, also 1 in the right upper and 1 in the right lower quadrant. The patient had extensive adhesions to the anterior abdominal wall between omentum and also some small bowel. There was small bowel stuck into the hernia sac. Care was taken to avoid injury to the bowel. With all the adhesions taken down, the defects were measured on the abdominal wall and it was decided to cover them all in 1 piece since they were relatively close together. The upper 1 was at least 4 cm and the lower about the same. A 20 x 25 cm physiomesh was passed into the abdomen after putting stay sutures in 4 corners. Stay sutures then brought out through stab wounds to the skin and tied. The mesh was intact all around with the origin tacker spacing these about a centimeter apart. This mesh completely covered all the hernias and overlapped by several centimeters at least 3 to 4. Conclusion: implant #1 gore® dualmesh® plus biomaterial, (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01457473. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2002, including records for cesarean sections and total abdominal hysterectomy, were not provided. 09/05/02: mcleod regional medical center. Edward m. Lee, md. Operative report. Preoperative diagnosis: large prolapsing low midline ventral hernia with multiple fascial defects. Postoperative diagnosis: see findings. Operation: repair of an enormous low midline ventral hernia with a large sheet of duo mesh (laparoscopic repair). Findings: ¿after inserting ports in the left lateral abdomen and establishment of pneumoperitoneum, an enormous ventral hernia was encountered at the infraumbilical area and a second hernia over the pubic area. After measuring out the edges, the hernia was found to be 26 x 20 cm in size. The largest sheet of duo gore-tex mesh was obtained, cut at this size and fixed with laparoscopic technique from underneath. The hernia sacs were found to contain a large amount of omentum which was released and returned to the abdomen. On completion, all areas were hemostatic. The bladder was swept away from the lower midline defect at the pubic bone in order to positively identify the bladder. It was filled up with saline.¿ procedure: ¿following induction of general anesthesia, a foley catheter, pneumatic compression hose, and IV antibiotics, the entire abdomen was prepped with betadine scrub solution and isolated in a sterile field. A left midlateral abdominal hasson inserted. After completing a 2.5-cm incision, the abdomen was entered after elevating the fascia upward. After entering the abdomen, pneumoperitoneum was established, under direct visualization, the left upper quadrant 5-french port was inserted as well as 5-french left lower quadrant port. Using the endoshears and grasper, pushing the hernia sacs inward, all the omental contents of both the sacs was reduced and returned to the abdomen. Meticulous hemostasis was established as the adhesions were released. The two large defects measured 20 x 26 cm. A large sheet of duo gore-tex mesh was obtained, cut at the exact distance measured using a spinal needle to identify all borders of both hernia defects. The four tacking sutures were placed. The mesh was then pushed through the abdomen through the hassan, unraveled. The brown side was allowed to stay down. By making stab incisions at all corners, the gore-tex passer was then inserted, suture was grabbed and then pulled out. The mesh was then anchored when these sutures were tied. Using the tacker, the patch was anchored to the underneath surface of the abdomen, stretching it so that the patch completely covered all defects. In order to tack the left side, two additional ports were inserted on the right side. On completion of the repair, the abdomen was hemostatic. The patch was securely in place. All ports removed under visualization to be sure they were hemostatic. The fascia was closed at the site of the hassan with interrupted 0 vicryl, the subcutaneous tissue closed with 3-0 vicryl, and the skin was closed with 4-0 vicryl in subcuticular fashion, steri-strips and marcaine infiltrated. Blood loss total less than 20 cc. Instruments, needle and sponge counts were correct at the end of the procedure.¿ 09/05/02: mcleod regional medical center. Implant record. Dualmesh corduroy antimicrobial. Item # 1dlmcp08. Lots # 01457473. The record confirms a gore®dualmesh®plus (B)(4) was implanted during procedure. (B)(6) 2003: mcleod regional medical center. Edward m. Lee, md. Operative report. Pre/postoperative diagnosis: cholecystitis secondary to lithiasis. Operation: open cholecystectomy with cystic duct cholangiogram. Findings: ¿the gallbladder was removed using the opened technique secondary to a recent laparoscopic herniorrhaphy at which a huge 25 cm gore-tex patch was placed to cover a midline defect. Morbidity felt too high to re-enter the patch and also it was felt that adhesions would be too dense to the patch to perform a safe cholecystectomy. Following the induction of general anesthesia, the entire abdomen was prepped with betadine scrubbing solution. The right upper quadrant was isolated in a sterile field. A right subcostal incision completed 6 to 8 cm in length. The incision was carried through the skin and subcutaneous tissue. The rectus sheath divided followed by the muscle elevating upward with a kelly clamp, followed by dividing the medial side of the external oblique fascia and muscle. The posterior peritoneum elevated. The abdominal cavity entered. The liver was of healthy texture. Dense adhesions to the patch primarily omentum anteriorly. Wet packs inserted as well as a heart shaped deaver and ultimately another heart shape retractor. The adhesions were released from the lower gallbladder. A large stone contained within the lower portion of the gallbladder. The peritoneum of the hepatoduodenal ligament opened fully exposing the lower gallbladder cystic duct, common bile duct junction. The cystic duct was found to be extremely small, it was opened. A cystic duct catheter was inserted. A cholangiogram was obtained after obtaining satisfactory results of the cholangiogram. The cystic duct was tied with 2-0 silk and divided. The artery was next isolated, hemoclipped twice proximally and once distally and divided. The gallbladder removed both from the fundus down and bottom up with care not to violate the liver bed. Once the gallbladder was removed, it was sent as a specimen. The stone was ultimately taken out of the gallbladder for the patient. Meticulous hemostasis established. The right upper quadrant was irrigated clear. A 10 mm jackson-pratt drain was inserted and brought out through a lateral stab incision. After assuring meticulous hemostasis, preparation was made for closure and the posterior rectus sheath and peritoneum closed with #1 vicryl in a running fashion. The anterior rectus sheath and external oblique fascia closed with #1 vicryl in a running fashion. Two separate sutures were used to avoid a long suture line. Marcaine mixture with lidocaine infiltrated in all layers to reduce the postoperative pain. The subcutaneous tissue approximated with 3-0 vicryl in a running fashion. The skin closed with interrupted 3-0 vicryl and steri-strips applied. The drain sutured at the exit site. Blood loss less than 25 cc. Needle and sponge counts correct at the end of the procedure.¿ (B)(6) 2003: mcleod regional medical center. John w. Gause, md. Operative report. Preop diagnosis: acute appendicitis. Postop diagnosis: acute appendicitis, questionable tumor at the base of the appendix. Procedure: appendectomy with resection of a portion of the cecum. Anesthesia: general endotracheal anesthesia. Ebl: minimal. Fluids given: see anesthesia report. Drains: none. Complications: none. Indications for procedure: ¿this is a 29-year--old female patient who presented to the hospital last night with right lower quadrant abdominal pain. CT scan done earlier this morning showed her to have evidence of early acute appendicitis. She is brought to the or at this time for appendectomy. Operative findings: the patient's appendix was inflamed. There appeared to be a palpable mass, whether it was a large fecalith or possibly a carcinoid tumor at the base of the appendix is unknown to me at this time, but the specimen was sent to pathology. A portion of the cecum was resected with the appendix.¿ operative technique: ¿the patient was taken to the or on 09/10/03 and placed on the operating table in supine position. After adequate oral endotracheal anesthesia was obtained, the patient was prepped and draped in the usual sterile manner. Due to the fact that the patient had recently had a 20 x 27 cm gore-tex patch placed laparoscopically for a large ventral hernia, it was felt that an open procedure should be performed secondary to the possibility of dense adhesions to the patch. Therefore, a right lower quadrant transverse incision was made over mcburney¿s point and dissection was carried down through the subcutaneous tissues. The fascia was incised. A muscle-splitting procedure was then performed and the peritoneal cavity was entered. Upon entering the peritoneal cavity, the patch was palpable. The patch was not disrupted in any way. At this point, the small bowel was retracted out of harms way with the use of a moistened laparotomy pad. The cecum was identified and it was grasped with a babcock clamp. We followed the cecum until the appendix was identified and it was then grasped with a babcock clamp. The mesoappendix was then serially taken down between hemostats, transected and ligated with 3-0 vicryl ties. When the mesoappendix was completely taken down, examination of the appendix showed it to be inflamed with what appeared to be a mass at the base of the appendix; this could potentially be a large fecalith. The cecum was cleared of all surrounding tissues. An approximately 2 cm. Area of the cecum was then pulled up into the wound. A 55 thick gia was then used to transect the appendix with a portion of the cecum. The specimen was sent to pathology. The staple line was then oversewn with a 3-0 silk in a lembert style. The peritoneal cavity was then copiously irrigated out with several liters of saline. The fascia was then closed in layers with #1 vicryl. The skin and subcutaneous tissues were left open due to some very minimal contamination. A 3-0 nylon was placed and tied long to the patient so that a delayed primary closure can be accomplished in approximately 48 hours. The patient seemed to tolerate the procedure well. There were no apparent complications. Counts were correct. She was sent to the rr in stable condition. All counts correct.¿ 08/31/06: mcleod regional medical center. Edward m. Lee, md. Operative report. Pre/postoperative diagnosis: intra-abdominal abscess, abdominal wall infection with underlying mesh. Operation: exploratory laparotomy, drainage of anterior abdominal wall intraabdominal abscess, removal of previous composite mesh, primary closure of low abdominal wall. Anesthesia: general. Procedure in detail: ¿under general anesthesia the entire abdomen was prepped with betadine scrub solution and isolated sterilely. The previous two pigtail drains were cut off. The midline incision reopened. Care was taken to avoid removing the drains until they could be followed to find out which areas were connected with the abscesses. The right catheter was above the previous patch. The left catheter was below the patch. After entering the abdomen above the upper limit of the patch 4 or 5 cm above the umbilicus it was removed from the abdominal wall with the staples. The abscess beneath the fascia was cultured for c&s, aerobic and anaerobic. After removing the entire patch, with care taken not to violate any of the underlying bowel, hemostasis was established with the cautery. A nasogastric tube was positioned in the stomach. The wound was irrigated. A jackson pratt drain was inserted and brought out through a left lateral stab incision. The fascia was then closed with a running 2-0 vicryl. Subcutaneous tissue was irrigated. All of the previous percutaneous pigtail drains removed. The jackson pratt was sutured to the site with 2-0 silk. The subcutaneous tissue was then packed with kerlix saline gauze. Blood loss less than 100 ml. Instrument and sponge count correct at the end of the procedure.¿ (B)(6) 2006: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided] (B)(6) 2007: mcleod regional medical center. Edward m. Lee, md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: ventral hernia, 8 cm. Operation: ventral herniorrhaphy with alloderm, 8 cm by 12 cm patch. Findings: an 8 cm fascial defect, just to the left of the midline, with a large hernia sac. After identifying the edges, particularly the rectus muscle, which had retracted laterally, the hernia sac was resected. The defect was repaired with an 8 cm by 12 cm large piece of alloderm. Description of procedure: ¿induction of general endotracheal anesthesia, IV antibiotic prophylaxis, foley catheter, pneumatic compression hose, the entire abdomen was prepped and draped with betadine scrub and betadine solution, and isolated into a sterile field, using a betadine vidrape. A transverse incision was completed, directly over the hernia defect, approximately 10 cm in length. This was carried through skin and subcutaneous tissue, down to the hernia sac. The hernia sac was then elevated upward and traced back to the fascial edge. The lateral fascial edges was retracted. After entering the sac, it was then resected. Bowel and abdominal contents were pushed downward with a saline-soaked lap sponge. After releasing all structures from beneath the fascia for distance of 2-3 inches, 8 cm by 12 cm alloderm patch, which had been soaked in water, was then placed in the defect. The alloderm was sutured in place with #1 prolene in a running fashion, along with alternating horizontal mattress sutures of #1 vicryl. Once the patch was in place, instrument, needle and sponge counts were correct. There was no bleeding, and preparations were made for closure. The subcutaneous tissue was closed with 0 vicryl in a running fashion. The subcutaneous tissue was closed with 2-0 vicryl in a running fashion and skin closed with 3-0 vicryl in a running subcuticular fashion. Additional clips were added for skin support. A small air strip was applied, as well as an abdominal binder. Marcaine 0.5 % and 1% lidocaine were infiltrated for pain control.¿ 02/27/07: mcleod regional medical center. W.v. Farnsworth, m.d. Pathologist. Surgical/pathology report. Case #: s2007-002291. Source: ventral hernia sac. Microscopic diagnosis: ventral hernia sac: fibrotic fibroconnective tissue membrane compatible with hernia sac; adjacent lobulated adipose tissue demonstrating focal fat necrosis. (B)(6) 2007: mcleod regional medical center. Edward m. Lee, md. Operative report. Pre/postoperative diagnosis: recurrent lower abdominal ventral hernia. Operation: ventral herniorrhaphy using duomesh gore-tex patch (15 cm x 19 cm). Anesthesiologist: dr. Mike rose, general, local instilled for pain control. Findings: ¿a 15 x 15 cm low midline fascial defect, either secondary to recurrent hernia or thinning of the alloderm mesh. After identifying all fascial edges, a duo gore-tex patch was inserted and sutured in place with interrupted 0-0 gore-tex horizontal mattress sutures. There were no inadvertent enterotomies. Blood loss less than 75 large cc. Marcaine and lidocaine were placed in subcutaneous tissue at closure for pain control.¿ procedure: ¿general anesthesia, pneumatic compression hose, foley catheter. Entire abdomen prepped and draped with betadine vi-drape. Previous transverse incision developed directly over the hernia sac. The hernia was identified. The fascial edges circumferentially isolated. The sac was then opened. The adhesions to the anterior abdominal wall, which included omentum and bowel, were then released. There were no inadvertent enterotomies. Bleeding was tied with 2-0 vicryl. After calibrating the size of the defect, a 15 cm x 19 cm oval dual mesh gore-tex patch was sutured in place with interrupted horizontal mattress sutures of 0-0 gore-tex. After securely placing the patch, hemostasis was established in the subcutaneous tissue with cautery. The site irrigated and the closed with a running 0-0 vicryl and the skin clipper. Instrument, needle and sponge count was correct correction [sic] at the end of procedure.¿ (B)(6) 2007: mcleod regional medical center. Implant record/sticker. Manufacturer: w. L. Gore & associates. Gore dualmesh® plus biomaterial. Ref catalog no: 1dlmcp04. Lot batch code: 04630185. Expiration: 2009-09-14. Size: 15 cm x 19 cm x 1.0 cm. The record confirms a gore®dualmesh®plus (1dlmcp04/04630185) was implanted during procedure. (B)(6) 2007: mcleod regional medical center. Operative procedure record. Asa 2. Dressing: abdominal binder. (B)(6) 2007: mcleod regional medical center. S.s. Mitchell, m.d. Pathologist. Surgical/pathology report. Case #: s2007-010480. Source: hernia sac. Microscopic diagnosis: hernia sac, hernia repair: fibromembraneous tissue, clinically hernia sac. 04/30/08: fort walton beach medical center. David w. Burkland, md. Operative report. Pre/postoperative diagnosis: recurrent ventral hernia. Operation: ventral herniorrhaphy with mesh. Procedure: ¿with the patient in the supine position under general anesthesia, the abdomen was prepped and draped in sterile fashion. A transverse skin incision was made through a scar in the left lower quadrant of the abdomen from midline to the flank and carried down through the subcutaneous. The hernia sac was identified. It was opened and dissected free of the subcutaneous. The adhesions inside were taken down. The sac was excised. The dissection was carried back to good fascia superiorly, inferiorly and laterally. Medially was the old mesh that had been sutured in place prior and this easily reattached to the fascial defect with interrupted 0 ethibond. This gave what appeared to be a very good closure. I did not see any other hernias. A 15 round j-vac drain was left in the area of dissection and brought out through a stab wound laterally and sutured in place with 2-0 silk. The wound was irrigated with antibiotic solution. Subcutaneous was closed with running 3-0 vicryl. Skin was closed metal staples. A dry, sterile dressing was applied. Needle, sponge and instrument counts were correct. The patient was taken to the recovery room in satisfactory condition.¿ 06/04/08: fort walton beach medical center. David w. Burkland, md. Operative report. Pre/postoperative diagnosis: recurrent ventral hernia. Operation: ventral herniorrhaphy with mesh. Anesthesia: general. Procedure: ¿with the patient in the supine position and general anesthesia, the abdomen was prepped and draped and spread in sterile fashion. Skin incision made in the midline of the abdomen just suprapubically, carried down to through the fascia and the hernia sac. Hernia sac was dissected free of the fascia and excised. The intra-abdominal contents were cleared off the fascia from underneath, and then the fascia was cleared anteriorly. This left about a defect of 3 cm. The previously placed mesh that had torn away was pulled back down and easily covered this area without any tension. Through-and-through mattress sutures were taken all around this area with 0 ethilon. This covered the area well. The defect was then closed transversely without any tension with 0 ehtibond. Subcutaneous was closed with running 3-0 vicryl. Skin was closed metal skin staples. Dressing was applied. Needle, sponge and instrument counts were correct. The patient was taken to the recovery room in satisfactory condition.¿ (B)(6) 2009: fort walton beach medical center. David w. Burkland, md. Operative report. Pre/postoperative diagnosis: ventral hernia. Procedure: ventral hernia repair with mesh. Description of procedure: ¿with the patient in the supine position, under general anesthesia, she was prepped and draped in a sterile fashion. A skin incision was made from below the umbilicus down to the symphysis and carried down through the subcu [sic] to the mesh. The mesh was exposed to the left side suprapubically, where a fascial defect was encountered, where the mesh had pulled away from the fascia. Dissection was continued superiorly, where another hole was found just below the umbilicus, and a third one above the umbilicus. The lower one was about 3 cm, the middle one about 4 cm, and the upper one about 2 cm in size. These were freed up of the subcu [sic] anteriorly, and posteriorly the fascia was freed off of the intestinal contents and adhesions. The 2 upper ones were closed as 1, with a mesh that was 15 x 12 cm, and sutured around its sides with multiple sutures of mattress interrupted 0 ethibond. These were then closed transversely with 0 ethibond. The area was then irrigated with antibiotic solution. The fascial defect suprapubically was closed with fascia with straps and sutured around its edges with 0 ethibond, and the straps sutured to the fascia anteriorly, and then closed transversely with 0 ethibond. A 15 round j-vac drain was left in the subcu [sic] and brought out through a stab wound in the left lower quadrant. The subcu [sic] was then closed with running 2-0 vicryl and the skin was closed with metal skin staples. A pressure dressing was applied. Needle, sponge, and instrument counts were correct. The patient was taken to the recovery room in satisfactory condition.¿ 09/16/10: fort walton beach medical center. David w. Burkland, md. Operative report. Pre/postoperative diagnosis: recurrent ventral hernias. Procedure: laparoscopic ventral hernia repair with mesh. Procedure in detail: ¿with the patient in supine position and general anesthesia, the abdomen was prepped and draped in sterile fashion. The patient had multiple previous hernia repairs using mesh and she has had recurrence one in the umbilicus and one suprapubically. Skin incision made laterally in the right side of the abdomen near the flank and carried down into the peritoneum. Stay sutures were placed on either side of the fascia and a hassan 10 mm trocar was inserted and the abdomen was insufflated with co2 pressure below 15 mmhg. Two 5-mm trocars were then inserted, also 1 in the right upper and 1 in the right lower quadrant. The patient had extensive adhesions to the anterior abdominal wall between omentum and also some small bowel. There was small bowel stuck into the hernia sac. Care was taken to avoid injury to the bowel. With all the adhesions taken down, the defects were measured on the abdominal wall and it was decided to cover them all in 1 piece since they were relatively close together. The upper 1 was at least 4 cm and the lower about the same. A 20 x 25 cm physiomesh was passed into the abdomen after putting stay sutures in 4 corners. Stay sutures then brought out through stab wounds to the skin and tied. The mesh was intact all around with the origin tacker spacing these about a centimeter apart. This mesh completely covered all the hernias and overlapped by several centimeters at least 3 to 4. Hemostasis was good. The trocars were removed. The fascia and the right flank was closed with #0 vicryl and skin was closed with subcuticular 5-0 vicryl. Steri-strips were applied. Needle, sponge, and instrument counts were correct. The patient was taken to the recovery room in satisfactory condition.¿ [note from nurse reviewer: operative report was dated (B)(6) 2010; however, all other medical and billing records indicate surgery was done on (B)(6) 2010.] Continue on attachment - attachment: [

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2002 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. The report states that on (B)(6) 2007, the patient underwent a procedure whereby an additional gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: mesh infection, drainage, abdominal abscess and mesh removal, additional surgeries ((B)(6) 2002 mesh); mesh revision and two additional surgeries on (B)(6) 2008 ((B)(6) 2007 mesh). Additional event specific information and medical records have been requested.